Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the contact failure due to the wear of the electrical contacts of the video connector socket by long-term repeatedly use because more than five years passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use, the endoscopic image of the subject device flickered occasionally. The user replaced the subject device to another device and completed the procedure. The service department of olympus (B)(4) checked the subject device and found that there were horizontal lines on the endoscopic image and contacts of the video connector socket were not good. There was no report of patient injury associated with this event.